Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After implantation of 3 gore excluder devices, an angiogram showed a proximal type 1 endoleak. An aortic extender was implanted to resolve the endoleak. The aortic extender landed just below the left renal artery. Final angiogram revealed that the left renal artery was partially covered by the aortic extender. The physician decided to take a wait and see approach. As of (B)(6) 2012, the pt was fine.

Manufacturer narrative:
Results - the review of the mfg paperwork verified that this lot met all pre-release specs.